Event description:
The patient underwent full replacement due to the high impedance and the generator being at end of service. It was reported that the patient had increased symptoms prior to the explant, but no clarification was given on what was meant by this statement. The explanted products have not been returned to the manufacturer to date.

Event description:
Clarification was provided indicating that the patient's increased "symptoms" was the patient experiencing an increase in seizures since the high impedance was identified.

Event description:
It was reported that high impedance was observed on patients vns system. X-rays were taken and were reported by the physician to be unremarkable. It was reported that patient was referred to neurosurgeon for further assessment. A review of manufacturing records confirmed that the lead 302-20 sn (B)(4) passed all functional tests prior to distribution. No known surgical interventions have occurred to date.